Event description:
Information received from the field notes that the patient presented for a follow-up with rising capture thresholds. Interrogation was succcessful, but repeated telemetry interruptions were noted with each ventricular threshold attempt. The device migrated to a position underneath the left breast and armpit. X-rays revealed lead stress due to the pulse generator migration. The pacemaker system was replaced. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received